Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# (B)(6)) unknown endo gia sulu (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the powered handle, there were firing issues, specifically partial firing of the staple. This resulted in an extended surgical time of at least 15 minutes. The surgeon had to wait for several minutes before the staple completed the staple. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy procedure involving the sig power sigphandle handle, there were firing issues, specifically partial firing of the staple. This resulted in an extended surgical time of at least 15 minutes. The surgeon had to wait for several minutes before the staple completed the staple. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a sleeve gastrectomy procedure involving the device, there were firing issues, specifically partial firing of the staple. This resulted in an extended surgical time of at least 15 minutes. The surgeon had to wait for several minutes before the staple completed the staple. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 additional information: d1, d4(model#, catalog#, lot#, UDI#), d9, g3, g4, h3, h4, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no abnormalities. Functionally, the adapter was connected to the software and the strain gauge was responsive. There was a calibration turns error and articulation calibration errors in the data saved to the system. The adapter had 26 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.6 software. The handle calibrated correctly and displayed a green adapter swimlane. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fully fired without any issue. After firing, the adapter was reconnected to the software and no new errors appeared. It was reported that the device fired partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: of calibration turns error and articulation calibration errors. The most li kely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3 correction: h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.